Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -12.00/+1.0/151 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to patient experienced a refractive surprise. Phaco emulsification surgery was performed and an iol lens was implanted. The problem was resolved. The patient is asymptomatic and is happy with the results. Cause of the event was unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial. Visual inspection found one haptic broken. Dimensional verification was performed and the lens was found to be in specification. Refractive verification was performed and the returned lens did not meet original values measured at the time of manufacturing. H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).